Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged multiple times during the implant procedure, immediately post procedure (while the patient was still on the operating table) the lead was found to have dislodged again. The lead was explanted and the atrial port was plugged. No patient complications have been reported as a result of this event.